Event description:
It was reported the system displayed a control panel, charger failed, communication, and stator not on errors. These messages were likely to result in a system shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The batteries were replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.